Manufacturer narrative:
This report is filed, may 17, 2016. Device is currently unavailable.

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported) resulting in fixture loss.